Event description:
It was reported that the patient is deceased and died three days status post the implant of a single chamber implantable pulse generator (ipg). The patient went into surgery to have an ipg generator change-out. During the same operative session a previously abandoned ipg was removed from its abdominal site. "Surgery went fine." When waking the patient, the anesthesiologist noted the patient was "having trouble." The patient experienced "emd" (electro-mechanical dissociation). The "pacer was working fine, but the heart was not pumping." The patient's rhythm went into ventricular fibrillation, resuscitation measures were applied, the patient was placed on extracorporeal membrane oxygenation (ECMO) and "life support." The life support was discontinued three days later and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested but not received.